Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient has been a non-user for many years due to multiple psychiatric conditions and has been requesting removal of implant for some time. Re-programming attempts were also made; however, the issue could not be resolved. Subsequently, the device was electively explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.